Event description:
Additional information was received on (B)(6) 2013 that indicated that the physician did not believe the increased seizures were related to the vns therapy. It was further stated that the patient has intractable epilepsy which has never been well controlled and they have spurts of increased seizures that are not out of the ordinary for the patient. The patient's brother who also had epilepsy, and passed away in 2012 due to seizures which has also been really stressful on the patient. The patient's brother was not implanted with the vns.

Event description:
Clinic notes were received for review dated (B)(4) 2013. The physician noted that the patient's seizure log indicated an increase in generalized tonic-clonic seizures from 2009 to 2010. Good faith attempts are underway for further details about the reported event.

Manufacturer narrative:
.